Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while unpacking the stock, it was noticed that the seal was broken on the box of one of the pacemaker leads. Lead was not used. No patient was involved in the event.